Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2026, a breakage of the atrial port set screw block occurred in a gali 4lv sonr crt-d 2844 device (s/n: (B)(6)) during a crt-d system implantation. The leads were connected to the device in the following order: rv lead, lv lead, and atrial lead. No issues were observed during the connection of the rv and lv leads. However, after connecting the atrial lead, a gentle pull was applied to confirm proper fixation, at which point the atrial lead became dislodged. When the lead was reinserted, the set screw area appeared to be in a condition where it was pushed outward. At that time, no abnormalities in lead impedance or noise were observed. The physician confirmed that no excessive force had been applied to the set screw block, that the procedure had been performed in the usual manner, and that the torque wrench had been stopped after two audible clicks. Information on the investigation into the cause of this event, as well as procedural precautions necessary to prevent recurrence, is requested.